Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to poor contact of the camera unit, the endoscopic image could not be displayed. Additional findings include the adapter was found cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head does not display an image. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). The failure of the ccd was attributed to a broken adapter. Olympus will continue to monitor field performance for this device.